Event description:
Reportedly, the pump's rate changed from the intended 92 ml/hr to 492 ml/hr without intervention during an infusion of tpn. The pt's blood glucose level was elevated as a result of the over-infusion, but the pt reportedly recovered.